Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom tech found the left foot caster brake out of adjustment and not fully locking. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake castor to resolve the issue. Based on this info, no further action is required.